Event description:
The surgeon used the aculoc2 plate and inserted the locking screw. During aculoc2 surgery, the driver tip was broken. The surgeon was not able to remove the broken piece, and it remains implanted. Information on the plates and screws used was not available. This report it related to medwatch 3500a report 3025141-2022-00031 which is for the driver used in this event.

Manufacturer narrative:
The results of the investigation were inconclusive because the device has not been returned for evaluation as it is implanted in the patient; however, photographs were provided of the driver used in the event and showed a broken driver tip. Review of manufacturing and inspection records of the screw used in this event could not be performed as device information (model, batch/lot) is unknown and not able to be obtained. Should the device return, an investigation will be performed and an update provided. The issue will continued to be monitored via trending.

Manufacturer narrative:
Correction to h4: device manfacturer date was corrected/removed. H4 on initial report was inadvertently filled out.

Manufacturer narrative:
Field g4: in 3025141-2022-00032 follow up 1 report, combination product was inadvertently checked/selected and should have been blank. Field h5: in 3025141-2022-00032 initial report- labeled for single use was inadvertently checked "no" and should have been blank with no response selected.